Event description:
It was reported that following a few recent falls, the patient experienced pain at the ipg site and ineffective therapy. Diagnostics revealed high impedances on one of the leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg and lead was replaced to address the issue. It is unknown which lead had high impedances.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000137636.